Event description:
The customer reported an infection at the sensor insertion site. The site was red, swollen, and had discharge. The customer stated that he does not normally wipe down his skin with alcohol pads prior to inserting the sensors. The customer also stated that he went to his doctor today to have the infection looked at. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.